Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set had connection issues the following information was received by the initial reporter with the following verbatimit was reported by the customer that two concerns with the IV extension tubing, inside of the IV start kits first item, most cases the blue adapter for flush connection and IV connection is either loose or not on. Second item, the hub that hooks to the patient's port for attaching the tubing to the IV catheter is not always connected. Sometimes it takes the nurse time to move the hub to make the connection. This cause pain with our patients due to the movement of the IV site.

Manufacturer narrative:
The customer reported connection issues on both the maxzero needlefree connector, and the male luer lock. This includes issues on material mz5304-bns, and both lots 25065649, and 25039169. The customer provided photo evidence of the issue, but no physical samples are available. The root cause for the connection issues is unable to be determined. We are not able to trace the cause to any manufacturing process at this time. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.